Event description:
During a transoral incisionless fundoplication (tif) procedure, the doctor began to feel resistance in the helical retractor control and it became difficult to function. The helical was retracted into a safe position and the device was removed from the patient. After the device and scope were removed, the doctor looked at the patient's esophagus and stomach and saw a possible esophageal perforation at 35cm. An esophageal stent was placed over the area. The doctor did not think the perforation was due to the device but may have occurred during entry. The patient has been released from the hospital and is doing fine.

Manufacturer narrative:
No allegation of product malfunction causing the adverse event.